Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone, the insulin pump had alarmed low battery and she was unable to clear it. The act and esc buttons are not responding. Customer's blood glucose was 400 mg/dl. Troubleshooting was performed and it was determined the device needed to be replaced. Customer declined replacement and stated she had to speak to her parents. Customer's mother called back and troubleshooting was performed on the keypad anomaly. Customer's mother didn't recall any significant event which may have cause the device to alarm. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
All buttons functioned properly during testing however, found moisture damage to the keypad traces during visual inspection. The insulin pump received with normal operating currents. The insulin pump monitored for several days and no weak battery alarms occurred during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, and scratched reservoir tube window.